Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was tired of her being over 300 mg/dl and under 40 mg/dl but not hospitalized. Customer declined to troubleshoot for her blood glucose. The customer was advised that it could be a site issue. The customer stated that she does and was trying to insert. Customer was advised that we shipping replacement sensor as a courtesy.